Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system all vectors passed, however, after implant no vectors passed. Technical services (ts) was consulted, reviewed the x ray and noted possible air entrapment, the header x ray suggested full insertion. The field representative discussed that in primary with moved he could recreate reduced amplitude. Ts noted how air in the pocket could reduce the amplitude of the signal. The tachycardia therapy was programmed off. Two days later ts was provided with updated session data for this patient, observed no further saturation counts increase in the last 17 hours, therefore, the most likely cause for the temporary oversensing was air entrapment. The tachycardia therapy was programmed back on and there was no further evidence of oversensing. This s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system all vectors passed, however, after implant no vectors passed. Technical services (ts) was consulted, reviewed the x ray and noted possible air entrapment, the header x ray suggested full insertion. The field representative discussed that in primary with moved he could recreate reduced amplitude. Ts noted how air in the pocket could reduce the amplitude of the signal. The tachycardia therapy was programmed off. Two days later ts was provided with updated session data for this patient, observed no further saturation counts increase in the last 17 hours, therefore, the most likely cause for the temporary oversensing was air entrapment. The tachycardia therapy was programmed back on and there was no further evidence of oversensing. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, a review of stored untreated episodes revealed t wave oversensing. Smart charge was extended. Ts recommended reviewing with physician to evaluate options. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system all vectors passed, however, after implant no vectors passed. Technical services (ts) was consulted, reviewed the x ray and noted possible air entrapment, the header x ray suggested full insertion. The field representative discussed that in primary with moved he could recreate reduced amplitude. Ts noted how air in the pocket could reduce the amplitude of the signal. The tachycardia therapy was programmed off. Two days later ts was provided with updated session data for this patient, observed no further saturation counts increase in the last 17 hours, therefore, the most likely cause for the temporary oversensing was air entrapment. The tachycardia therapy was programmed back on and there was no further evidence of oversensing. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, a review of stored untreated episodes revealed t wave oversensing. Smart charge was extended. Ts recommended reviewing with physician to evaluate options. This s-ICD system remains in service. No adverse patient effects were reported.